Event description:
A cypher stent fractured approximately three months post implantation. A patient of unknown age, gender and medical history, underwent a pci of the mid rca during the index procedure. The lesion was described as 70% stenosed, calcified, 38mm in length. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. A 3.0x33mm cypher stent as implanted in the mid to distal rca. Then, a 3.0x33mm cypher was implanted overlapping the first one in the mid to proximal rca. Post-dilation was conducted. No ivus was performed, and no anomalies were noted by the physician after implant. Approximately three months later, the patient returned for a planned staged procedure. At this time, the physician noted the 3.0x13mm cypher stent was fractured. The stents were placed in an actively moving segment and no flow limitations were noted. The fracture did not appear to be separated according to physician reviewing the angiogram. The fracture was successfully treated with a 2.5 x 14mm endeavor stent. There were no negative consequences from the fracture, no thrombosis, no aneurysm, and no flow limitations. The patient left the cath lab in good condition according to the physician.

Manufacturer narrative:
Procedural films were requested for independent evaluation and review; however, they were not available at the time of this report. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirement per the applicable manufacturing quality plan. While not observed in the clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particular in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Review of the information available suggests that there are vessel characteristics and procedural factors that may have contributed to this event.